Event description:
It was reported, that the patient presented in clinic for follow up. A chest x-ray revealed, that the atrial lead had dislodged. The lead was repositioned successfully. The patient was in stable condition post-procedure.